Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer remote. Rse logged into the primary server and checked system configuration under device status, finding that all hospital hosts have a status of unknown except the primary unit, which was connected. Checked for ci service master, but no ci master was shown. Restored connectivity by adjusting multicast settings, resolving local mode issues across the hospital network. The system meets the specification for the performed service and is returned to use, based on the information available and the testing conducted, the cause of the reported problem was configuration issue related to multicast setting. The reported problem was confirmed. The issue was resolved by restoring connectivity by adjusting multicast settings. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the patient information center ix indicating that all units are intermittently changing their status from connected to local mode. No impact to patient, procedure completed without delay. The device was reported to be in clinical use. No adverse event to the patient or user was reported.